Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump bolus rate was slow. Reportedly, the customer experienced blood glucose (bg) levels of around 400 (mg/dl). Tandem technical support performed a system check and observed drops of insulin exiting from the end of the infusion set tubing. Although requested, no additional information was provided by the customer.

Manufacturer narrative:
Additional information received on 3/26/2018 from the clinical diabetes educator reported that the issue had occurred due to the customer's misunderstanding with insulin on board (iob). Reportedly, the issue had been resolved.